Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported on (B)(6) 2025 that the patient underwent a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional valve procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 18f and then a 22f sheath, and the valve procedure was completed. It was noted that after pre-close, pencil dilators were also used. On (B)(6) 2025, the patient was readmitted as bleeding was observed, and a hematoma occurred. Ultrasound imaging was used to determine the size of the hematoma and confirmed to be approximately 12mmx12mm. No further pressure dressing was used; however, a gauze dressing was placed and recommended icepacks. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.